Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vials (plastic) has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: the customer is reporting 1 false positive this is related to case (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vials (plastic) has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: the customer is reporting 1 false positive this is related to (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1252585. D.4. Medical device expiration date: 6/30/2022. H.4. Device manufacture date: 9/9/2021. H.6. Investigation: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. Neither photos nor returned good samples were received. Retention samples could not be visually inspected/ tested for reported defect. Batch history record review was used for this investigation. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No additional testing is required at this time. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on batch history record review results. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.